Manufacturer narrative:
Concomitant medical products: product ID: 8596, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8596, serial/lot #: (B)(4), ubd: 07-feb-2009, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving 240 mcg/ml sufenta at 113.85 mcg/day and 20 mg/ml bupivacaine at 9.4 mg/day via an implantable pump for an unknown indication for use. It was reported that the catheter was kinked and the patient was getting a full system replacement. For five months, the patient was really sick, had "lots of tests done" and nothing came up, so the patient was guessing the symptoms were withdrawal symptoms from the catheter being kinked. This started in (B)(6) of 2018. There were no known environmental, external, or patient factors that may have led or contributed to the issue. During the patient's last refill, it was noticed that the reservoir volume was double what was expected and when he did a dye study, he could not aspirate. The issue was not resolved and the patient's status was noted to be "alive - no injury". No further issues were reported or anticipated.

Manufacturer narrative:
Product ID 8596, serial# (B)(4) implanted: (B)(6) 2007; explanted: (B)(6) 2019. Product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider indicated that the pump was protruding due to the patients weight loss causing her to have discomfort. It was reported that there was no device or therapy related issue and that due to the pump nearing its elective replacement indicator the patient chose to have the pump replaced with a smaller 20ml pump at the same time as the catheter replacement. It was noted that the location of the explanted devices was unknown. No further complications have been reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer and the healthcare provider (hcp). The patient reported their pump had been revised or replaced. Per device registration, the pump was replaced on (B)(6) 2019. The patient stated both their pump and catheter had "come undone," and that the catheter had come out of the spine and coiled. The patient reported the catheter was delivering medication directly into her muscles. The patient stated they were sick most of 2018 and had experienced weight loss, nausea, and vomiting. Regarding the report that the patient could not eat, was throwing up and lost 40 pounds, the hcp stated this issue began on (B)(6) 2018 when the patient had lost 10 pounds. The patient had lost 30 pounds by (B)(6) 2018, and the patient had lost 40 pounds by (B)(6) 2018. The patient had a gi (gastrointestinal) work-up. The nausea, vomiting, and weight loss was thought to be dietary related. Regarding the event date for when the catheter had come out of the patient's spine and coiled, the hcp reported on (B)(6) 2019 the patient had a pump dye study and the issue was discovered at this time.